Event description:
The customer contacted baxter's technical service center regarding starting over with new supplies, which occurred on the homechoice (hc) during use. The caregiver (cg) was using the spike type of set up. It was stated that the spike came out of the heater bag and the final bag. The tsr advised for the cg to start over with new supplies. The tsr assisted with removing the cassette. The cg would start over with new supplies. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. Product surveillance contacted the home patient's caregiver on (B)(4) 2012 and he said the patient was able to resume therapy after starting over with new supplies. He did not notice anything unusual with supplies. He said both the final and heater bag were the yellow solution bags. The patient has been completing therapy successfully except she is currently in the hospital now. He said it was not related to peritoneal dialysis therapy. No further information was provided.

Manufacturer narrative:
(B)(4). The problem was not confirmed. The root cause was undetermined.